Manufacturer narrative:
DHR review revealed nothing relevant to this event. Evaluation revealed approximately 1/3 of the tip was missing and the last thread was unraveled. This is a polylactic acid polymer based implant and when it experiences an excessive amount of force/torque due to the implant being over inserted and/or the patient's bone not being prepared properly prior to insertion, and/or not maintaining the axial alignment, then this type of issue will occur. Product dfu indicates to punch & tap when working with hard bone. The age of the patient suggests hard bone would have been a factor in the surgery.

Event description:
Implant broke at the middle on insertion during shoulder arthroscopy with rotator cuff repair. Surgeon punch, but did not tap. A mini-open procedure had to be done to remove the broken screw and complete the repair. Surgeon used a metal anchor instead. This device is used for treatment.